Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - first name and email address: unknown, as information was requested but not provided. (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code: 4581 - incision enlarged. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded monofocal intraocular lens (iol) in the patient's right eye, a crack was found near the center of the optic, and the iol was removed and replaced. The incision was enlarged to about 3-4 mm and no sutures were performed. The preloaded device was set with balanced salt solution (bss) and handled according to the instructions for use. The cartridge tip was not damaged. No further information was provided.